Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead will be explanted due to an infection. Additional information indicated that the local field representative was not contacted for this explant and has not additional information.